Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. As well, as that occlusion alarms occurred. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.